Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.5x33mm xience sierra stent was deployed in the mid left anterior descending artery. A 4.0x15mm nc trek balloon dilatation catheter (bdc) was chosen for post-dilatation; however, during unpacking it was noted that the shaft was broken into two pieces. No resistance was felt when removing the bdc from the dispenser coil and no damage to the packaging components was noted. The bdc was not used and the procedure was successfully completed with a new 4.0x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.